Manufacturer narrative:
(B)(4). Baxter received one sample with approximately 25 ml of fluid in the reservoir and an unknown amount of fluid in the housing for evaluation. Visual examination of the unit showed no evidence of rupture on the reservoir. The reported condition of a rupture was not confirmed; however, a leak test was performed on the unit by filling the reservoir with green-colored water. During fill, leakage was noted at the volume indicator and port. A leak was confirmed during evaluation. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter united (B)(4) received a report that an infusor had a reservoir rupture after filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.